Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient suffered a fall and lost stimulation approximately (B)(6) 2019. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient underwent surgical intervention where the ipg was replaced and stimulation was restored effectively post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.